Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring missing. Customer returned pump for alleged cosmetic damage located at the reservoir tube lip found on 20-oct-2021. Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, detached retainer, pillowing keypad overlay, and label damage. Cosmetic damage was confirmed at the reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. Customer performed the displacement test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.